Event description:
During an in-clinic follow-up, loss of capture and noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead damage was suspected to be the cause of the event, however, x-ray imaging was performed and could not confirm any lead anomalies. The physician opted not to perform any intervention and monitor the patient remotely. The patient later passed away due to non-cardiac illness, and the rv lead was explanted post-mortem.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise was observed on the lead and is suspected to be due to an integrity issue. Further information regarding additional event details, event resolution, and patient status have been requested but have not yet been provided.